Event description:
It was reported that low out of range pacing impedances and increasing capture thresholds were observed on this right ventricular (rv) lead. No noise was noted. A chest xray was performed, with no significant change noted between previous imaging. Technical services (ts) was contacted for troubleshooting and provided troubleshooting recommendations. This rv lead remains in-service. No adverse patient effects were reported.